Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device also had a cracked reservoir tube lip, cracked battery tube threads, missing endcap sticker and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank after the insulin pump was submerged in water. Blood glucose value was 98 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.